Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted during testing. Device rewound properly during rewind sequence. No rewind anomaly noted during testing. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. No device test failed alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow block at the time of rewind. The customer¿s blood glucose level was 64 mg/dl. Assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin did not exit. Customer stated that they were unable to exit the load reservoir process and also not received complete status with next highlighted on the screen. At the time pf troubleshoot the insulin pump was not allowed to load reservoir and also failed displacement test. The insulin pump will be returned for analysis.